Event description:
It was reported that this right ventricular (rv) lead exhibited unipolar noise and oversensing. The device presented right ventricular (rv) lead pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient's lead will continue to be monitored, keeping lead in unipolar mode.

Event description:
It was reported that this right ventricular (rv) lead exhibited unipolar noise and oversensing. The device presented right ventricular (rv) lead pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient's lead will continue to be monitored, keeping lead in unipolar mode. Additional information, this lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited unipolar noise and oversensing. The device presented right ventricular (rv) lead pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.